Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while trying to attach the instrument to the implant the tip fractured into two pieces while at being assembled at the back table. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g2; g3; g6; h1; h2; h3; h6. Visual examination of the returned product identified the pad is broken into 2 pieces. Wear marks are present. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.